Event description:
Additional information received from the patient reported that the circumstance that led to the stimulation being turned off was that the patient noticed she was having accidents about a month from leaving the doctor's office. The accidents had resolved since turning the stimulation back on. The patient told her husband to check the device and it would go down but not up. The test helped getting her started back at 2.6 and today when they checked it again and raised it to 3. It was turned off when they had called and they had no idea of how it happened. The patient would leave it in a desk drawer until she wanted to check it. The patient later reported that they thought it might have been an accident that led to the stimulation being turned off. They might have turned it off just checking it to see if it was on. The patient had been leaking more than usual. It was noted again that the accidents have resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient started having accidents yesterday and today they tried increasing stimulation and noticed they could only decrease and not increase stimulation. The patient was not feeling stimulation and therapy was not on. It was reviewed that stimulation needed to be on for it to be effective. Turning therapy on resolved the issue. Further follow-up is being conducted to determine the circumstances that led to the stimulation being turned off and if the accidents had been resolved. If additional information is received, the event will be updated.